Manufacturer narrative:
(B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor was loud and it smoked. It was determined that the thermistor assessment failed. It was further determined that the drive shaft was broken and the flex circuit potting was cracked and worn out. It was observed that the broken drive shaft was consistent with using excessive force while the motor was in use. It was further determined that the broken drive shaft was what caused the noise and smoke. It was determined that the component damage was caused by user error. It was further determined that the flex circuit was worn out from normal use, which was consistent with the cause of the thermistor failures. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error and worn out flex circuit potting from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the thermistor assessment failed on the motor device. It was further reported that the motor was loud and smoking. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.